Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, had urge incontinence then I was placed with a tvt coloplast supris mesh sling. Pt reports a bladder outlet obstruction, vesicourethral reflux and a urethral stricture. Also reported per patient was bladder diverticulum and cystitis and on self catheterization. No doctor can fully remove my sling but scheduled surgery for dividing the sling.